Manufacturer narrative:
The customer has been informed, that due to the age of the instrument the required spare parts for a repair are no longer available. The customer has been advised to stop using the instrument as it can no longer be restored to full functionality. This incident has triggered a medical device recall which was reported to the FDA on 09/04/2024. In the medical device recall letter customers are advised of the following: description of the problem: as part of our post market surveillance, we recognized that some customers are using flammable freezing sprays within the cryostat chamber. All flammable freezing sprays can potentially ignite and therefore can cause serious injuries. The flammability is indicated on the labelling of these sprays. The cryostat labelling, however, did not include any specific warning about usage of flammable freezing sprays prior to 2019. As part of this field action, we are providing updated labelling for the affected devices, to add a clear visual reinforcement that no flammable freezing sprays should be used within the cryostat chamber. Advice on immediate actions to be taken: as an immediate action, we ask you to update the instrument labelling by placing the attached adhesive label as shown below on the devices, as well as adding a supplemental sheet to the current instructions for use (IFU).

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On august 6th, 2024, leica biosystems received a complaint regarding an explosion involving a cryostat. According to the information received, a laboratory technician used a flammable cryo spray in the chamber of the cryostat. The air/spray mixture in the chamber ignited, leading to an explosion causing slight burns to the arms an face of the technician. According to additional information received on august 12th, 2024, the injured technician is missing work due to blisters caused by the burns.